Manufacturer narrative:
The service call was cancelled. No additional information is available. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07047. That number had already been submitted for model 9800, submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.

Event description:
Left monitor flickers after boot up. No patient injury.